Event description:
Info received indicates the bed drifts down slowly.

Manufacturer narrative:
The technician found the hi/low brake block assembly was missing the oil-on washer. He replaced the missing oil-on washer to repair the bed.